Event description:
Additional information received indicated that the original suspect serial adapter cable was discarded and that the returned serial adapter cable is a different cable. During the analysis of the handheld programmer it was identified that the handheld would not power on using the ac adapter. The cause for the anomaly is associated with damaged solder connections between the handheld sync connector and the main pcb. The cause for the damage to the solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. No anomalies associated with the returned serial cable were identified during the analysis. No anomalies were noted with the software flash card. The software performed accordingly to functional specifications.

Event description:
It was reported that the company representative's handheld was not holding a charge after charging. Troubleshooting was performed which identified that the handheld and charging cable had an incomplete connection and that when the connection was reconnected the handheld charged and held the charge appropriately. It was reported that the handheld and cable are touchy at times but the handheld is always able to be connected and charge properly. The company representative was provided a new cable. No additional relevant information has been received to date.

Event description:
The handheld computer programmer, software and serial adapter cable were returned to the manufacturer for product analysis on 6/11/2015. The ac power adapter was not returned.

Manufacturer narrative:
Report source, corrected data: the initial report inadvertently indicated a health professional was also a report source. The only report source was the company representative.